Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1236 ml during therapy initiated on (B)(6) 2011 23:19:22, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 23:19:22. With the fv= 2000 ml and a 50% tidal therapy, the actual drain volume would need to exceed 3200 ml and the uf to exceed 2200 ml (2200 ml + tidal fv 1000 ml = 3200 ml max drain volume). The largest drain volume in the event log was 2236ml (1236 + 1000ml tidal partial fill), which did not exceed the max drain volume of 3200ml. The actual drain volume of 2236 ml is 112% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:19:22. During night drain cycle 5, the patient's ultrafiltration reading was 1236ml, indicating the home patient (hp) drained 1236ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.